Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2016 with the following findings: a review of the pump histories showed no activity outside of normal use; the pump was functioning properly. The pump¿s last basal delivery was on (B)(6) 2016. The last bolus delivery was a 1.40 unit bolus on (B)(6) 2016. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate with no issues occurring. At the end of testing the basal history correctly showed 2.0 units and the total daily dose (tdd) showed 48.0 units. The total daily dose¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The initial complaint about an insulin remaining reading issue was not duplicated during investigation. There was no defect found with the pump. The battery cap was not returned with the pump and a test cap was used to complete the investigation. (B)(4).